Event description:
A home pt (hp) reported a recent peritonitis episode while troubleshooting an alarm situation with baxter's technical service center. Per the hp's nurse (rn), the hp presented at the clinic with abdominal pain, cloudy effluent, and vomiting. The hp had been experiencing the abdominal pain for several weeks. The hp was diagnosed with peritonitis in 2003 and was hospitalized for four days. In 2003, the hp started treatment for two weeks with levaquin 500 mg, oral, once daily and flagyl 500 mg, oral, b.i.d. Reportedly, the hp went back to the clinic in 8/2003 after completing the course of antibiotics and still had "hazy" drainage, and abdominal pain. No info was available after 8/2003 as the primary nurse was out of town. As of 8/2003 that pt had not yet recovered.